Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on the camera device the fixing pin came off. There was no report of any patient harm.

Manufacturer narrative:
The device was not returned to olympus; therefore, the subject device was not evaluated, and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.